Event description:
The following was alleged by the pt. The pt alleges that he had inguinal hernia surgery in 2000 and was implanted with an unk mesh product. The pt alleges that 3-4 years following surgery he felt a sharp pain while running and was diagnosed in the ER with a recurrence. He did not seek treatment and now alleges having a bulge, burning sensation, and pain. As reported the MFR of the implanted device is unk. However, the complaint was made to davol and the event as alleged could result in add'l medical/surgical intervention. Therefore, an MDR is filed to document this event.

Manufacturer narrative:
Based on the currently available info, we are unable to determine whether a bard/davol device was used for the pt's repair, and if so, to what extent, if any, the bard/davol device may have caused or contributed to the pt's alleged hernia recurrence. Add'l info has been requested. Without a lot number a review of the mfg records could not be conducted. Recurrence is a known possible adverse reaction listed in the IFU. This MDR includes all pt, event and device info davol has received to date. If add'l info is obtained, a f/u MDR will be submitted.